Manufacturer narrative:
(B)(4). It was reported that during an afib procedure the physician mentioned that the impedance was slightly higher (120~140ohm) during ablation, but the procedure was pursued and pvi was completed. During ablation, the patient complained of pain several times, therefore medications were given intravenously. The heartbeat observed under fluoroscopy during the procedure was normal. There was no drop in blood pressure however effusion was confirmed by the echocardiograph image of the chest. A pericardiocentesis was performed. Upon receipt of the returned catheter, it was evaluated visually, and tested for deflection and irrigation characteristics. The catheter was also tested for electrical performance, thermal sensor response and stockert generator compatibility. The catheter was found within specifications and passed all the tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition could not be confirmed.

Event description:
It was reported that during an afib procedure, the physician mentioned that the impedance was slightly higher (120~140ohm) during ablation, but the procedure was pursued and pvi was completed. During ablation, the patient complained of pain several times, therefore, medications were given intravenously. The heartbeat observed under fluoroscopy during the procedure was normal. There was no drop in blood pressure, however, effusion was confirmed by the echocardiograph image of the chest. A pericardiocentesis was performed. The patient was conscious when left the operation room. Cause of the effusion was unknown to the physician.

Manufacturer narrative:
(B)(4).